Event description:
It was observed that during the device evaluation, the flex video scope exhibited air/water-tube, air/water-cylinder and jet-tube have white foreign material inside the tubes. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 3 over years since the subject device was manufactured. Based on the results of the investigation, the presence of foreign material in the air/water channel, air/water cylinder and auxiliary water channel is possibly due to insufficient reprocessing; however, it could not be confirmed whether there was a deviation from the instructions for use reprocessing steps. There was no damage to the area where the foreign material had remained. Therefore, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.